Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and the related device was loaded/snapped into the was. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/torn/ punctures/stretched) and sheath kinks located 4 cm and 44 cm from the tip. The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 27mm watchman® laa closure device & delivery system (wds) was then advanced, the closure device was deployed proximally and was fully recaptured. They switched to a double curved was and attempted to deploy a 30mm closure device, which again deployed proximally and was fully recaptured. They re-prepped the anterior curved was and inspected the distal tip which was still intact. The was advanced and a second 30mm closure device was deployed again landing too proximal, so it was fully recaptured. The was and closure device were removed from the body. Upon removal of the was from the body they found that the distal end of the sheath was torn and mangled. The patient was unable to receive a closure device and is currently doing fine.